Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10. As reported in a research article, a patient was implanted with 5 amplatzer vascular plugs to embolize pulmonary arteriovenous fistulas. An event of hemoptysis, drop in oxygen saturation, recurrence of pulmonary arteriovenous malformations, pulmonary hemorrhage, and additional embolization procedure was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
An article "a case of pulmonary arteriovenous fistula requiring retreatment after treatment with amplatzer vascular plugs", was reviewed. The research article presents a case study of a 15 year old male patient diagnosed with pulmonary arteriovenous fistula at the age of 10 years old due to cyanosis. Lobectomy was initially considered for pulmonary arteriovenous fistulas that occurred frequently throughout the lower left lung, but percutaneous embolization with a total of 5 amplatzer vascular plugs(avps) was done. This improved oxygen saturation from 88% to 98%. After the amplatzer vascular plugs (avps) implant, the patient had been asymptomatic. Later, on an unknown date, the patient was hospitalized with hemoptysis as the chief complaint, and oxygen saturation had dropped to 95%. Computed tomography showed pulmonary arteriovenous malformations (pavm) recurrence in left lung, segment (s)6 and pulmonary hemorrhage in segment (s)10. Cardiac catheterization revealed reopening of a6, so embolization with a total of 13 coils were performed. Two months post treatment there were no recurrence of pulmonary hemorrhage and the oxygen saturation was maintained at 98%. No further information is available.